Event description:
It was reported that, "pt called to ask what her implants are made of. She is experiencing constant pain and burning. Has been experiencing this form the beginning. Dr. Finds nothing wrong with the implants, no problem. Is wondering if she is having a reaction to the implants. She has metal sensitivities to jewelry and such." `

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.